Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging it was noticed that the tip of the xpert stent had prematurely, partially deployed. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.